Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. The field service engineer (fse) that encountered the issue replaced the front end board. The fse verified that external ECG and bp readings were being picked up. The fse performed a complete preventative maintenance (pm). The unit was calibrated. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's external ECG was not reading. There was no patient involvement.